Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance of the right ventricular pacing lead was rising and beyond the expected upper range. Analysis of the data indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtma1d1 crt-d, implanted: (B)(6) 2018. 1646t lead, implanted unknown. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since implant the right ventricular (rv) lead has exhibited rising, unstable, and undefined impedance and high threshold. The left ventricular (lv) lead exhibited loss of capture on telemetry and was reprogrammed. It was noted the patient experienced symptomatic pauses. It was noted there was a set screw problem with the cardiac resynchronization therapy defibrillator (crt-d). The leads were reseated and set screw torqued. The device and leads remain in use. No further patient complications have been reported as a result of this event.